Manufacturer narrative:
Reliability analysis inspected one opened/used enlite sensor and performed visual inspection and found the sensor needle bent inside the sensor. Unable to confirm that the customer received the sensor in said condition due to the product being returned opened/used.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that he had a sensor that fell out of his hand and came apart. The customer stated that the sensor was not able to be used. Blood glucose level at the time of the incident was not provided. Blood glucose level around the time of the call was 176 mg/dl. The customer was advised that the sensor would be replaced and agreed to return the product for analysis.